Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2002; product ID: 8709 catheter, implanted: (B)(6) 2006; product ID: 8637-40 neuro pump, implanted: (B)(6) 2020; product ID: 8578 neuro accessory, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an audible alert. Upon interrogation, it was noted the right ventricular (rv) lead triggered an alert due to lead noise. The physician was unable to reproduce the noise upon evaluation. The rv lead was reprogrammed and later replaced. No patient complications have been reported as a result of this event.